Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the change history of device parts and confirmed that the design of the dr board was changed on april 16, 2018. Since this device was manufactured before the operational amplifier circuit design change of the dr board, it is possible that the endoscope image was not displayed only when the olympus 180 series endoscope was connected due to the failure of the operational amplifier. In addition, the video connector socket may have worn out due to repeated use for a long period of time, because more than 7 years have passed since the device was delivered. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center in (B)(4) for evaluation. Olympus repair center inspected the device and confirmed the following; the reported phenomenon was reproduced. The device did not display endoscopic image only when olympus 180 series endoscopes were connected. The circuit board set of the device was defective. The video connector socket was worn. The battery had to be replaced and the software had to be updated. The reported event may have been caused by a defect in the circuit board set. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the device didn't display endoscopic image when olympus 180 series devices were connected. When all the other devices were connected, the device worked properly. There was no report of patient injury associated with the event.